Event description:
The report received from the affiliate indicated during a carotid procedure, there was difficulty withdrawing the filter basket of the angioguard embolic protection device. The target lesion was the right cca with 75% stenosis. During the procedure, the filter basket could not be withdrawn back into the capture sheath. So the physician advanced the guiding catheter a little and successfully withdrew the angioguard back into the guiding catheter and then completed the procedure. There was no adverse event reported. The access site was the right cca. The product was stored, handled, inspected, and prepped according to the instructions for use. Nothing unusual noted about the device prior to use. During filter retrieval, the retrieval sheath was being advanced while the filter wire is fixed. There was no filter basket deformation. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. There was no debris in the filter basket after removal.

Manufacturer narrative:
The report received from the affiliate indicated that during a carotid stenting procedure, there was difficulty withdrawing the filter basket of the angioguard embolic protection device. The target lesion was the right common carotid artery (cca) with a 75% stenosis. During the procedure, the filter basket could not be withdrawn back into the capture sheath. So the physician advanced the guiding catheter a little and successfully withdrew the angioguard back into the guiding catheter and then completed the procedure. There was no adverse event reported. The product was stored, handled, inspected, and prepped according to the instructions for use. Nothing unusual noted about the device prior to use. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. Until the marker band lined up with the proximal filter basket marker band, there was no filter basket deformation. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no debris in the filter basket after removal. One non sterile angioguard rx was received in a plastic bag. No visual evidence of damage was observed on the coil or in the filter basket. The capture sheath was received for analysis, fresh blood residues were observed in the capture sheath. The filter basket was observed under microscope and no evidence of damage was found. Functional analysis was performed with a capture sheath lab sample. The sheath marker meets the proximal basket marker and the basket markers closed together. Per (B)(4), (B)(4) did review the device history records relative to the manufacturing, inspecting, and packaging of lot 10131807 (cordis lot 70512446). This packaging lot contained (B)(4), which were shipped from (B)(4) on (B)(4) 2012. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The complaint reported by the customer as: "capture system- capture difficulty" was not confirmed due to the functional test was performed without any complications with the received capture sheath. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. With the limited amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.